Event description:
It was reported that during an atrioventricular ablation procedure, the device switched from voo programming to vvi, and the pacing polarity changed to unipolar. The device was interrogated, and the device displayed elective replacement indicators with a date of 2008. Prior to the interrogation, the device battery had measured acceptable levels. The device remains in use, and the patient will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.